Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegm freezes showed artifacts on the right ventricular channel leading to oversensing. Furthermore the episode list demonstrated that on the (B)(6) 2019, 4 shocks occurred. The pacing impedance trend curve with measurements from the (B)(6) 2019 to (B)(6) 2019 showed that the values were initially around 400 ohms with an increase to 800 ohms at the end of (B)(6). In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approximately 94 months, oversensing with inappropriate therapies was reported. The lead was capped and replaced. Should additional information become available, this file will be updated.